Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2019 to the bra roll (back- bilateral) using cooladvantage coolcurve+ contour applicators and to the upper abdomen using cooladvantage petite coolcurve contour applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019. Ph was described as denser tissue compared to untreated tissue. On (B)(6) 2019, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the bra roll and upper abdomen. Allergan was only able to confirm ph to the bra rolls. Ph to the upper abdomen is unconfirmed.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to the bra roll (back- bilateral) using cooladvantage coolcurve+ contour applicators and to the upper abdomen using cooladvantage petite coolcurve contour applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019. Ph was described as denser tissue compared to untreated tissue. On (B)(6) 2019, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the bra roll and upper abdomen. Allergan was only able to confirm ph to the bra rolls. Ph to the upper abdomen is unconfirmed.